Event description:
It was reported that ¿xxx¿ came up when the healthcare professional (hcp) ran therapy impedances three times. Voltage settings were changed, but that did not resolve the issue. No interleaving was being used and all electrode impedances were measured not be in normal range. The hcp was in the process of programming for therapy benefit and there was not anything that concerned them about the patient¿s therapy. The patient had four groups programmed the same using c+, 1- and they were using the second channel for recording. Stimulation was set at 2.95v at the beginning of the programming session. One of the groups was programmed to 2.8v and the other was at 3.0v. The hcp met with the patient on the following day and a short circuit of 33 ohms was measured on electrode pair 0-2. The short had shown up intermittently in the past. Therapy impedances were measured to be 963 ohms. One port of the ins was being used for delivering stimulation and the other port had sensing lead-type of component that recorded activity and did not provide stimulation. Status of therapy was unclear. The hcp thought the patient was getting therapy from the left side ins, but may not be getting full benefit of therapy due to the right side programming issues. For the past six months, the hcp had been trying to optimize the patient¿s therapy due to the right side integrity issues due to impedances. A large different in impedances was noticed when impedances were run at 0.7v and 3.0v. The hcp was planning on replacing the extension on the right side. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-07589.

Manufacturer narrative:
Concomitant: product ID 37604, serial# (B)(4), product type implantable neurostimulator. Product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead. Product ID neu_unknown_ext, product type extension. Product ID neu_unknown_ext, product type extension. (B)(4).